Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style maxflow it has low suction. The customer also alleged she developed mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct breast shield size. The customer stated she wanted the pump in style advanced in place of the pump in style maxflow, customer service told her we no longer carry that pump. Troubleshooting did not resolve the issue. The customer declined sending her pump back to medela llc and declined a replacement pump be sent to her at that time. In follow up with a complaint handler on 10/24/2022, the customer indicated she developed mastitis (B)(6) 2022. She was prescribed dicloxacillin by her physician to treat the mastitis. At that time the mastitis was ongoing. The complaint handler reached back out to the customer on 10/31/2022 to see if the mastitis had been resolved with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.